Event description:
It was reported by service report that the backrest frame is broken and the recliner will not support user weight. It is unknown if there was pt involvement; however, no adverse consequences are reported.